Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the rear therapy electrodes. The area was described as itchiness. The patient's doctor recommended a benadryl salve to treat the irritation. When the benadryl did not work the patient's doctor gave the patient permission to return the device. During a follow-up, the patient indicated that the irritation had improved.